Manufacturer narrative:
(B)(4). Add'l info received on 30-mar-09 and 21-mar-09: pictures of the affected area were submitted and are on file with source document. (B)(4): brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Addendum for f/u info received on 11-may-09: the physician reported that poly-l-lactic acid was given for facial rejuvenation and reconstituted in 4 cc saline + 2 cc lidocaine (xylocaine). The total volume of poly-l-lactic acid injected was 6 cc per side of face. The rptr characterized the reaction as moderate to severe and localized to the face. There were 20-25 granulomas from 0.5 to 1cm. Date of onset was (B)(6) 2009 and the event is ongoing. Corrective treatment was intralesional triamcinolone acetonide (kenalog). The causal relationship was assessed as highly probable.

Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a physician via sales rep to our local affiliate (B)(4). This case involves a (B)(6) female who received poly-l-lactic acid (sculptra), first dose on (B)(6) 2008 for "cosmetic" indication. Relevant medical history includes breast cancer. Concomitant medications were not reported. On (B)(6) 2009, the patient presented to the physician with "1cm grape-like lumps in the cheek and chin" and the physician had them biopsied. The results of the biopsy indicated that "a foreign body granuloma to a filler was present." The pt had been given 2 vials of the poly-l-lactic acid subcutaneously on (B)(6) 2008 and was very happy with the "great results." Event outcome is ongoing. Reporter's causality: not specified.